Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed. A field service engineer (fse) found multiple pockets had failed. The customer had broken the pockets open to access the medications. The fse worked with the customer to recover the damaged pockets but was unable to duplicate issue. All cables were thoroughly examined, and all connections were reseated as a proactive measure. All drawers were tested twice using the hardware test application, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.